Event description:
It was reported that while connected to the patient, the external pulse generator (epg) "suddenly lost capture" and did not pace for more than five (5) seconds. The pacing resumed after those five seconds. Another epg was used. The epg was sent for evaluation and service. No patient complications have been reported as a result of this event.

Event description:
It was reported that while connected to the patient, the external pulse generator (epg) "suddenly lost capture" and did not pace for more than five (5) seconds. The pacing resumed after those five seconds. Another epg was used. The epg was sent for evaluation and service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not reproduce the customer's complaint. The epg was tested and passed all tests, and the epg conformed to specifications. (B)(4).

Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report.